Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the atrial and left ventricular leads dislodged. The leads were explanted and replaced. The patient did not experience any adverse consequences due to the event and was in stable condition post procedure.